Event description:
It was reported that this implantable device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. The replacement was scheduled on oct 23. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. A review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. The analysis confirmed this device appeared to be exhibiting behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes.

Event description:
It was reported that this implantable device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. The replacement was scheduled on (B)(6). No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable device was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. The replacement was scheduled n oct 23. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.